Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as unidentified (tear) opening. Observed a missing piece of shell assessed as inconclusive. Seroma-late-breast: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. The reported events granuloma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b.5., b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported "the material contains necrotic tissue fragments with hyalinosis, foreign-body-type multinucleated cells, aggregations of foreign material, inflammation cells" "fragment of soft tissues with foreign-body-type granulomatous inflammation, necrosis, hyalinosis" via pathology report. Device has been explanted. This relates to the right device.

Event description:
Patient reporting "pain in right breast, increase in size and breast hardness" and "fluid from right breast". Healthcare professional reporting rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted. This relates to the right device.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture baker grade iii.